Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It was reported that the procedure was to treat an extravasation in the gastroduodenal artery (gda) after a pancreaticoduodenectomy (whipple) procedure. It should be noted that the domestic instructions for use (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Medical affairs reviewed the reported information and a clinical review was performed. The review states: the graftmaster was able to seal the perforation and did not caused or contributed to the patient death. Exact cause of death is unknown, but it is possibly due to procedural/surgical complications.

Event description:
Correction: the correct device is a 4.00x19 mm graftmaster covered stent, not 4.00x18 mm as initially reported.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Device code 1494 - incorrect anatomyna

Event description:
It was reported that the procedure was to treat an extravasation in the gastroduodenal artery (gda) after a pancreaticoduodenectomy (whipple) procedure. The 4.00x18 mm graftmaster covered stent and a non-abbott covered stent were implanted and sealed the perforation. There were no issues with deployment of the graftmaster and it functioned as intended. At 9:45 am the patient left the procedure in stable condition with no bleeding. At 12:40pm the patient went into cardiac arrest due to pulseless electrical activity (pea) bradycardia and expired at 1:20pm. The interventional radiologist does not believe that the graftmaster caused or contributed to the patient death. No additional information was provided.